Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was treated for an aneurysm at the basilar artery, approximately one day post-procedure, the patient developed diplopia with right sixth nerve palsy due to a pontine infarction stroke. The patient was treated with integrilin. According to the facility, the stent (subject device) performed as intended. There is no further information available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Visual disturbances (diplopia) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered with the device cannot be definitively determined.

Event description:
It was reported that a patient was treated for an aneurysm at the basilar artery, approximately one day post-procedure, the patient developed diplopia with right sixth nerve palsy due to a pontine infarction stroke. The patient was treated with integrilin. According to the facility, the stent (subject device) performed as intended. There is no further information available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stroke, thrombosis are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature; therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
It was reported that a patient was treated for an aneurysm at the basilar artery, approximately one day post-procedure, the patient developed diplopia with right sixth nerve palsy due to a pontine infarction stroke. The patient was treated with integrilin. According to the facility, the stent (subject device) performed as intended. There is no further information available. It was additionally reported that the pontine infarction stroke was possibly related to the procedure and a thrombosis occurred during the procedure. There is no further information available.